Event description:
Pt hooked up to continuous infusion elastomeric pump with chemotherapy. Pt returned to clinic 7 days later for disconnect and none of the chemotherapy had infused. All clamps were checked and all were unclamped. Pharmacy checked pump and chemo did not infuse through line.